Manufacturer narrative:
Patient's weight is (B)(6) kilograms. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on february 03, 2021 that a wallflex biliary rx fully covered rmv stent was implanted to treat a distal stricture in the common bile duct during a stent placement procedure performed on (B)(6) 2020. On (B)(6) 2021, the patient came to the hospital and presented with a fever. A computerized tomography (CT) scan was performed and noticed the stent had migrated proximally in the common bile duct. On (B)(6) 2021, an endoscopic retrograde cholangiopancreatography (ercp) procedure was performed and the stent was removed from the patient with spyglass and spybite forceps. Reportedly, the stricture appeared to be resolved at the time of migration and the procedure was completed. Note: boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.